Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a possible pacing therapy adjustment due to the patient's increased heart failure symptoms. Upon interrogation, it was discovered that there was loss of capture on their left ventricular lead. It was believed that this was caused by the patient's heart tissue being too scarred. The left ventricular lead was turned off. No further intervention was performed. The patient was stable throughout.